Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customers facility by a field service engineer (fse). The fse was able to reproduce the reported event at startup. The laser mirror was replaced. Laser irradiation and laser optical axis were confirmed. The laser could then be used without any problems. It is probable that the reported event occurred due to a defective optic mirror. Holmium component issues are being investigated to improve optics handling and cleaning. The manufacturer is further investigating to determine root cause and if additional actions are required.

Event description:
It was reported that during preparation for the procedure, but after the patient had been sedated, the console went into low power mode. The procedure was cancelled due to the device issues. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during preparation for the procedure, but after the patient had been sedated, the console went into low power mode. The procedure was cancelled due to the device issues. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.